Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that adapters were being used with another company's unipolar right ventricular (rv) and right atrial (ra) leads of this cardiac resynchronization therapy (crt) system. The day post implant the pacing lead impedances were normal and then there was an abrupt drop and the lead impedances were noted to be less than 200 ohms. Potential reasons for the observation were discussed. The patient was pacemaker dependent and surgical intervention was performed. The adapters were explanted and the rv and ra leads were surgically abandoned. New rv and ra leads were implanted and the generator remains in service. No additional adverse patient effects were reported. Further information was provided that at the lead replacement procedure the ra lead was evaluated with the pacing system analyzer (psa) and the impedances were 400 ohms. The adapter was removed and the lead fell apart. The rv lead was re-evaluated with the psa since the patient was pacemaker dependent. The adapters were discarded by the hospital staff and are not expected to be returned.